Event description:
As reported by customer, during a power injection (medrad injector set at 600psi), the injection tubing unwound off the rotating adaptor of the manifold at the connection, spraying blood over the physician and staff. There was no injury to the personnel or the patient. The used manifold will be returned for evaluation.

Manufacturer narrative:
Although it has been indicated that the used sample will be returned for evaluation, to date, it has not been received by the MFR. Therefore, a failure analysis is not available at this time. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted. .